Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the removal of a variax distal fibula plate from a right proximal medial tibia part of a 3.5 non-locking screw fretted off.

Manufacturer narrative:
The reported incident that unknown_fro_product was alleged of issue s-11 (breakage during surgery) could not be confirmed since the product identification details were not communicated. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection: visual inspection was done and it found that their was no issue with the screw. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with'' [original statement(s)]. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device was not returned yet.

Event description:
During the removal of a variax distal fibula plate from a right proximal medial tibia, part of a 3.5 non-locking screw fretted off.